Event description:
Spontaneous report. Physician reported a defective device. Lock was defective and needle failed to attach; "-1.5ml" of medication was not injected. No adverse event was reported. Unknown if defective device is available for return. Reported to (B)(6) by health professional.